Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had difficulty adapting to the zlb00 intraocular lens (iol) approximately three days post operatively. The lens was implanted (B)(6) 2015. The lens was explanted on (B)(6) 2015 and replaced with a zcb00 intraocular lens. The patient is pleased with their outcome.

Manufacturer narrative:
The patient stated approximately three days post operatively that they were dissatisfied with the zlb00 lens. The implant date was (B)(6) 2015. Therefore, the incident date is (B)(6) 2015. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.